Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that device thrombosis was suspected because the pt reportedly had a stroke. The pt underwent surgery for an accelerated heart transplant.